Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable. Associated medwatches: 1221934-2017-10399, 1221934-2017-10400.

Event description:
The sales rep reported via phone that the customer's 4.5 healix advance with permacord br cracked when going into the patient during a rotator cuff repair. The sales rep stated that he did not know if the surgeon was off access but that patient had very hard bone. The anchor was removed with no debris left in the patient. No new bone hole was created to complete the procedure. The case was completed with another anchor using the same bone hole. There were no patient consequences or delays. The device is being returned for evaluation.

Manufacturer narrative:
This complaint involves two similar devices from same lot number. The complaint devices were received and evaluated. Visual observation confirms the distal tip of the anchors are broken, but held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The pattern of the screw breakage along the thread line indicates potential use of excess torsion during insertion. As reported in the complaint, the cause of this failure is consistent with the hard bone quality. The DHR review indicated that the 300 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatches: 1221934-2017-10399, 1221934-2017-10400.

Event description:
The sales rep reported via phone that the customer's 4.5 healix advance with permacord br cracked when going into the patient during a rotator cuff repair. The sales rep stated that he did not know if the surgeon was off access but that patient had very hard bone. The anchor was removed with no debris left in the patient. No new bone hole was created to complete the procedure. The case was completed with another anchor using the same bone hole. There were no patient consequences or delays. The device is being returned for evaluation. The rep confirms that both the products were involved in the same case and have the same complaint. They are also of the same lot. Please refer to question to sales rep attachment. The no charge replacement order was made through the sap system so no confirmation email was generated to attach to the record. Confirmation # (B)(4). When did the breakage occur? Intraoperatively. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No delay. If breakage occurred near surgical site, how were fragments retrieved? N/a. How was the procedure completed? Using similar like device. Were alternatives readily available? Yes. Were there any procedural or patient anatomy. Factors which may have contributed to the breakage? Yes, hard bone. Is surgical intervention planned? Yes. Did portion of the device remain in the patient? N/a. Any patient impact? None.